Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient presented to the doctors office in (B)(6) with discomfort to their ankle 4 years following a total ankle replacement w/ star. Patient will need revision surgery to replace a fractured poly bearing.

Manufacturer narrative:
The evaluation revealed the broken sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The sliding core was shipped to an external lab. The provided pictures from the external lab show that the sliding core is completely broken in half in medial/lateral direction. One side of the sliding core is longer than the opposite site, an indication that the sliding core material is plastically deformed at the longer side. The breakage line is s-shaped and turns linear approx. In the middle of the sliding core. The breakage line is oblique (approx. 45°) at the longer side and the breakage line on the opposite side is approx. Vertical. Based on the pictures following scenario most likely happened: the plastically deformation and oblique breakage line indicates that the fracture of the sliding core started at the plastically deformed side; here the sliding core was unbalanced loaded with a few high impacts so that the sliding core broke quickly to its half. After that crack the rest of the sliding core broke step by step in a fatigue fracture during usual loads. The provided x-rays from (B)(6) 2012 show that a right ankle joint was treated with star implants. A misalignment is not visible based on the quality of the x-rays. If an implant subsidence or malalignment occurred could not be determined due to missing x-rays around the revision surgery. The revision surgery report include that the 7mm sliding core did no longer fit, a 8mm sliding core was implanted. This indicates that the metal implants were subsided for 1mm in sum. Therefore unbalanced loading was most likely a result of this additional space. The IFU contains warnings: ¿caution the patient to protect the joint replacement from unreasonable stresses and to follow the treating physician¿s instructions. In particular, warn the patient to strictly avoid high impact activities such as running and jumping. Warn the patient that artificial joint replacement devices can wear out over time, and may require replacement.¿ the sliding core broke due to an overload by the patient; a manufacturing issue and a relationship to the implantation were not detected. Therefore the case is attributed to the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient presented to the doctors office in (B)(6) with discomfort to their ankle 4 years following a total ankle replacement w/ star. Patient will need revision surgery to replace a fractured poly bearing.